Event description:
The handpiece was returned to the MFR for service, and during the eval an unk substance was found inside the trigger that migrated to the outside of the handle. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a leaking condition was found and then reported. Based on the investigation details, a sample was collected from the device. The handpiece was cleaned and re-lubricated, and worn components replaced in the service process as preventive maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as they may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.